Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged hw: usb port - not charging issue was verified, but the hw: ac power charger-not charging issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter. Additionally, the pump's usb port was loose, resulting in difficulties charging the pump. There was no reported adverse effect to the customer's blood glucose level. The customer was able to successfully charge the pump using a secondary wall power adapter. Reportedly, the customer reverted to an alternate method of insulin therapy.